Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The mitraclip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is filed because the deployed clip detached from one mitral valve leaflet and remained attached to the other mitral valve leaflet. It was reported that this was a mitraclip procedure performed on (B)(6) 2016 to treat functional mitral regurgitation (mr) with a grade of 4. The first two clips were implanted successfully, reducing the mr to 2+. A third clip delivery system (cds) ((B)(4)) was implanted reducing the mr to a grade of 1-2. However, minutes after the deployment of the third clip, the clip detached from the posterior leaflet, and remained attached to the anterior leaflet (single leaflet device attachment/slda). Mr returned to a grade of 2+. No additional treatment is planned for the patient. There was no adverse patient effect. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no other incidents reported from this lot. All available information was investigated, and the reported single leaflet device attachment (slda) appears to be related to patient morphology/pathology. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.